Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that at the follow up appointment, it was noted the left ventricular (lv) lead impedance measurements were showing varying values with measurements greater than 3000 ohms. It was further noted that the shock impedance was also varying with high out of range values of greater than 125 ohms. It was noted that this started to occur shortly after the device change out procedure at the beginning of the year when the cardiac resynchronization therapy defibrillator (crt-d) was implanted. Both the rv and lv leads were implanted 13 years earlier and remains implanted with the new device. Technical services (ts) was consulted to review the data. Upon review, ts confirmed the varying and increasing measurements. Ts suggested obtaining an x-ray to check for connection issues and additional troubleshooting steps if connection was confirmed. The crt-d, rv and lv leads remain in service and no adverse effects were reported. Additional information was received that the patient ws brought in for testing and when the header of the crt-d is manipulated the shock impedance measurement increase was recreated, however the lv lead impedance measurements stayed stable. There was a concern over either a loose connection or under-insertion of the leads into the header and technical services (ts) advised to consider a revision procedure. Additional information was received that the patient was brought in for surgery. During the procedure it was noted that the rv shock coil connection was not fully screwed tight. Since the lv lead was programmed lv tip to rv, this was causing both the rv shock impedance and lv pacing impedance increase measurements. The connection was re-secured during the procedure. Follow-up the following day showed good measurement values in both rv and lv and no further issues were reported. The products remain in service and no additional adverse effects were reported.

Event description:
It was reported that at the follow up appointment, it was noted the left ventricular (lv) lead impedance measurements were showing varying values with measurements greater than 3000 ohms. It was further noted that the shock impedance was also varying with high out of range values of greater than 125 ohms. It was noted that this started to occur shortly after the device change out procedure at the beginning of the year when the cardiac resynchronization therapy defibrillator (crt-d) was implanted. Both the rv and lv leads were implanted 13 years earlier and remains implanted with the new device. Technical services (ts) was consulted to review the data. Upon review, ts confirmed the varying and increasing measurements. Ts suggested obtaining an x-ray to check for connection issues and additional troubleshooting steps if connection was confirmed. The crt-d, rv and lv leads remain in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that at the follow up appointment, it was noted the left ventricular (lv) lead impedance measurements were showing varying values with measurements greater than 3000 ohms. It was further noted that the shock impedance was also varying with high out of range values of greater than 125 ohms. It was noted that this started to occur shortly after the device change out procedure at the beginning of the year when the cardiac resynchronization therapy defibrillator (crt-d) was implanted. Both the rv and lv leads were implanted 13 years earlier and remains implanted with the new device. Technical services (ts) was consulted to review the data. Upon review, ts confirmed the varying and increasing measurements. Ts suggested obtaining an x-ray to check for connection issues and additional troubleshooting steps if connection was confirmed. The crt-d, rv and lv leads remain in service and no adverse effects were reported. Additional information was received that the patient ws brought in for testing and when the header of the crt-d is manipulated the shock impedance measurement increase was recreated, however the lv lead impedance measurements stayed stable. There was a concern over either a loose connection or under-insertion of the leads into the header and technical services (ts) advised to consider a revision procedure.